Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked enclosure and tank cover, a damaged front cover, a worn and faded line cord, an outdated pcb (print circuit board) and power switch. The customer stated problem was duplicated, the device leaked from the cracked enclosure. The cause of the reported problem was traced to the user manipulation of the device (customer damage from use of the drain tube). No action taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical fluid warmer had a leaking issue. There were no reported adverse events.